Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis of the device memory noted no resets. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a revision procedure of the right ventricular lead the pacemaker displayed a reset message. It was noted that elective replacement time of the pacemaker was recently triggered. Technical services recommended device replacement. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure of the right ventricular lead the pacemaker displayed a reset message. It was noted that elective replacement time of the pacemaker was recently triggered. Technical services recommended device replacement. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.